Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a merlin.net transmission that the pacemaker was in backup vvi. The patient presented in-clinic for further evaluation and was found to be in heart failure. The device was then successfully restored. The patient was later seen in clinic for follow up on (B)(6) 2018 and was ¿feeling a lot better¿.